Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The clamp device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. Based on the information received, the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that at the end of a chordae replacement and ring implant surgery, using a vascular clamp device, the balloon bursted. Surgery was performed by atriotomy. As reported, the balloon pressure maintained constant throughout the procedure. The event occurred during knotting the sutures from the ring. At the point of the balloon burst, the pressure dropped rapidly. There was no significant prolongation in surgical/bypass time due to this issue. The patient was noted as to be fine. Surgeon was noted as to be very experienced with the device.